Manufacturer narrative:
Product has not yet been received by manufacturer for eval, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the circuit failed the ventilator leak test. No pt injury reported.